Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be identified. However, it can be assumed that it was caused by the user not reading the instruction manual carefully and neglecting to use the acecide checker. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the endoscope reprocessor was reprocessed in disinfectant that been in use for 24 days and had been used 30 times. The issue occurred during reprocessing. There were no reports of patient harm.